Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Nearly choked [choking sensation], when using toothbrush part of it fell off in mouth [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing her teeth that morning with an oral-b rechargeable toothbrush, version unknown, part of the oral-b brushhead, version unknown fell off in her mouth and she nearly choked. She reported she had purchased many replacement heads for her toothbrush over the years, and she had never experienced anything like this before. The case outcome was recovered.

Manufacturer narrative:
On 23-apr-2018 product investigation results. Consumer returned toothbrush head on (B)(6) 2017. Product return was received and investigated. Investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Event description:
Toothbrush broke off and landed at back of throat, foreign body in respiratory tract. Nearly choked, choking sensation. When using toothbrush part of it fell off in mouth, toothbrush broke off in mouth, broken head, device breakage. Discomfort. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing her teeth that morning with an oral-b rechargeable toothbrush, version unknown, part of the oral-b brushhead, version unknown fell off in her mouth and she nearly choked. She reported she had purchased many replacement heads for her toothbrush over the years, and she had never experienced anything like this before. The case outcome was recovered. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the toothbrush broke off in her mouth and landed at the back of her throat. She could have choked if she did not cough it up in time. She experienced discomfort. She would send the broken brush head. The consumer stated she had gone back to using an ordinary toothbrush for now. The case outcome remained recovered. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported she scratched the oral-b sign and nothing happened. She reported she sent back the brush head. No further information was provided. On (B)(6) 2017 update: the consumer submitted a picture of the product on (B)(6) 2017. Product was identified to be an oral-b dualaction brushhead on (B)(6) 2017. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported she had always used this type of brush head. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush broke off and landed at back of throat [foreign body], nearly choked [choking sensation], when using toothbrush part of it fell off in mouth, toothbrush broke off in mouth, broken head [device breakage], discomfort [discomfort]. Case description: a female consumer of unspecified age reported via e-mail on 12-apr-2017 that while brushing her teeth that morning with an oral-b rechargeable toothbrush, version unknown, part of the oral-b brushhead, version unknown fell off in her mouth and she nearly choked. She reported she had purchased many replacement heads for her toothbrush over the years, and she had never experienced anything like this before. The case outcome was recovered. On 15-may-2017 consumer follow-up via e-mail: the consumer reported the toothbrush broke off in her mouth and landed at the back of her throat. She could have choked if she did not cough it up in time. She experienced discomfort. She would send the broken brush head. The consumer stated she had gone back to using an ordinary toothbrush for now. The case outcome remained recovered. No further information was provided. On 13-jun-2017 consumer follow-up via e-mail: the consumer reported she scratched the oral-b sign and nothing happened. She reported she sent back the brush head. No further information was provided. On 26-jul-2017 update: the consumer submitted a picture of the product on 20-jul-2017. Product was identified to be an oral-b dualaction brushhead on 26-jul-2017. On 28-jul-2017 consumer follow-up via e-mail: the consumer reported she had always used this type of brush head. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush broke off and landed at back of throat [foreign body], nearly choked [choking sensation],when using toothbrush part of it fell off in mouth, toothbrush broke off in mouth, broken head [device breakage],discomfort [discomfort]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2017 that while brushing her teeth that morning with an oral-b rechargeable toothbrush, version unknown, part of the oral-b brushhead, version unknown fell off in her mouth and she nearly choked. She reported she had purchased many replacement heads for her toothbrush over the years, and she had never experienced anything like this before. The case outcome was recovered. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported the toothbrush broke off in her mouth and landed at the back of her throat. She could have choked if she did not cough it up in time. She experienced discomfort. She would send the broken brush head. The consumer stated she had gone back to using an ordinary toothbrush for now. The case outcome remained recovered. No further information was provided. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported she scratched the oral-b sign and nothing happened. She reported she sent back the brush head. No further information was provided.